Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 1 time then appropriately treated 2 times by the lifevest. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The appropriate treatments converted vt to a life-sustaining idioventricular rhythm. The patient's rhythm later degraded to vt at 260 bpm with CPR/motion artifact and electrode lead fall off. The electrode belt was disconnected during the vt, preventing the lifevest from delivering a treatment. It was not reported who disconnected the electrode belt. The response buttons were not pressed during the event. The patient's outcome following the event is unknown.